Event description:
It was reported that it took longer to charge the pump battery. There was no adverse impact to the customer¿s blood glucose level. Customer was given best battery practice tips and advised to monitor the system, with no troubleshooting required, and the case was closed by technical support.